Manufacturer narrative:
H.4: device manufacturing date corrected from 03/23/2018 to 03/26/2018. A batch record review was conducted resulting in following: uno drain fix s (25/200) ster int in question was manufactured under system application and products (sap) material identification (ID) 1301277 and manufacturing lot numbers 8c04334, 7m00604, and 8m01451. A photograph was received associated with lot number 8c04334. It was visible that the outer paper material is soiled. The securement was produced, visually checked under subassembly lots 8c00043, 8a04569, 8a06746 on machine c080 and then packed in peel packs (pouch) under lot 8c04334, in march 2018 on center c2 on machine p013, with total lot amount (B)(4) pieces. The securement was produced, visually checked under subassembly lot 7l02541 on machine c080 and then packed in peel packs (pouch) under lot 7m00604 in december 2017 on center c2 on machine p013, with total lot amount 43,000 pieces. The securement was produced, visually checked under subassembly lots 8l03818, 8l05334 and 8l01807on machine c080 and then packed in peel packs (pouch) under lot 8m01451, in december 2018 on center c2 on machine p013, with total lot amount 57,877 pieces. Lot number 8c04334 was sterilized under lot uk33s12089025-1-1, lot number 7m00604 was sterilized under lot uk33s12033750-2-1, lot number 8m01451 was sterilized under lot uk33s12215638-3-1and released based on the review of results of sterilization. All the results were within specification and products were released in compliance with standard operating procedure (sop). The production process, in-process control, testing result, packaging of products run according to the process instructions for subassembly process drainfix. A visual inspection of securement products performed according to testing method and was performed by quality assistant on beginning of order, on beginning of every shift and after every hour. Packaging was done on p013 according to the process instructions for packing of sterile securements products. During packing process the following tests are performed: burst test to evaluate strength of the weld, water leakage test for detection of holes in primary pack, peel test to check correct opening of the seal and 100% visual inspection for detection of any defects on packing. Based on the available record, all tests were performed, and all results were within specification. Review of the device history record (DHR) showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lots. No another complaint of this nature on affected lot has been registered in the complaint handling system. This complaint is associated with a non-conformance opened on september 27, 2019. During investigation there were three root causes identified. Rc1: there is no barrier between paper and product. Rc2: paper is not designed to be durable against pollution/contamination from the product. Rc3: products are placed in not suitable way into peel packs. Additional investigation information was provided on october 23, 2019. Continence and critical care (ccc) research and development (r&d) slovakia was contacted on october 03, 2019, to support the investigation. During the investigation several tests were performed on the retain sample available in michalovce, on which the same defect was observed. The same defect was observed in production too. Within the investigation was confirmed that the contamination has surfaced through the paper structure, but the fibers can be seen intact without degradation or dissolvement from the contaminant. Spectral analysis confirms that the source of the contamination is located inside the sterile barrier and that the contamination occurred from inside, specifically from the devices hydrocolloid material. Hydrocolloid material is a part of the drain-fix device. The investigation carried out by ccc r&d slovakia confirmed that the peel paper of drain-fix securement device, reference (B)(4), was not affected by the contaminant and thus should have kept its sterile barrier. Based on above it was determined that the issue is related to the hydrocolloid material behavior and the sterile barrier of device is not affected. It is a cosmetic issue only. The investigation associated with the even is approved and now complete. No addition actions are required at this time. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
H.4: device manufacturing date corrected from 03/23/2018 to 03/26/2018. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number; reporting site: 1049092; manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 5 of 25. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the "outer paper of the material" (the product package) is soiled with an "oil like substance", which causes the paper to become "transparent". "The soiling was apparent on a majority of the individual drain fixes". A photograph depicting the reported complaint issue was submitted by the complainant. The product was not used on a patient, no harm reported.